Manufacturer narrative:
Device is a combination product. A promus premier ous mr 28 x 4.00mm stent delivery system was returned for analysis with pigtail mandrel and stent protector attached; both were removed distally without issue. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The chronic totally occluded, 4mm target lesion was located in the right coronary artery. A 28x4.00mm promus premier drug-eluting stent was advanced for treatment. However, the stent wore when it was twined with the guidezilla extension catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was severely calcified and the stent wore during advancing.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The chronic totally occluded, 4mm target lesion was located in the right coronary artery. A 28x4.00mm promus premier drug-eluting stent was advanced for treatment. However, the stent wore when it was twined with the guidezilla extension catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.